Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day for the event. The cause of peritonitis was unknown. The patient was treated with vancomycin injection (1 gram, frequency and route not reported) and fortum (1 gram, frequency and route not reported) for peritonitis. The antibiotics the patient was treated with were not effective and the physician advised to remove the catheter. At the time of this report, the patient remained hospitalized. Outcome for the event was unknown. No additional information is available.